Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an obtryx ii, halo device was implanted during a trans-oburator mid-urethral sling placement procedure on (B)(6) 2016. According to the complainant, post-procedure, the patient experienced severe pain on the right side and the mesh was removed. The patient's condition at the conclusion of the implanting procedure was reported that the slight pain progressively got worse. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.